Event description:
The hosp reported that during multiple coronary artery bypass procedure, one seal cracked during loading the seal into the delivery tube and two seals did not unravel completely during removal process. The surgeon removed the seals without damaging to the anastomosis. No patient complications were reported by the hosp. This report is for the first seal that did not unravel completely during removal process.